Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the rotation tab bent. A clip was partially loaded incorrectly into the jaws of the device. The partially loaded clip was closed and was stuck in the bent rotation tab. The returned sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed. It was observed that the next clip was protruding from the channel and the clips were out of position in the channel. The clip that was protruding from the channel was manually removed and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to load properly into the jaws of the device. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 11 clips remaining, including the partially loaded clip, indicating that 4 clips were fired by the end user. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Although the root cause of this complaint issue could not be determined, a non-conformance has been opened to further investigate the clip stacking issue. The reported complaint of "loading issues" was confirmed based upon the sample received. One device was returned with its trigger partially engaged and the rotation tab bent. A clip was partially loaded incorrectly into the jaws of the device. The partially loaded clip was closed and was stuck in the bent rotation tab.

Event description:
It was reported that the device did not reload hemolok clips.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73g1800293 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device did not reload hemolok clips.